Event description:
In 2009, the patient reported that he noticed insulin in the cartridge compartment of his infusion device, while he was changing the insulin cartridge. He stated that he does not attach the adapter and infusion tubing to the insulin cartridge prior to insertion, and he was advised to do so. He stated that the cartridge compartment does not smell like insulin. He believes insulin in the cartridge compartment caused elevated blood glucose. Yesterday, his blood glucose measured 250 mg/dl at 2:00pm, and he did not bolus. At 8:30pm, his blood glucose measured 415 mg/dl. He raised his basal rate to 10 units per hour for 2 hours and he injected insulin via syringe. Today at 2:30pm, his blood glucose measured 260 mg/dl and he increased his basal rates to 10 units per hour. He was advised to switch to his back up infusion device. Upon follow up four days later, the patient stated that his blood glucose had "come down". The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.